Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device migration could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for implant in a contractile chicken wing anatomy with limited depth. During the procedure, upon the first deployment, a leak was noticed between the lobe and the coumadin ridge so the device was partially recaptured and repositioned twice but there was still a leak. Lack of compression on some of the tee images may have indicated that the device was too small. The device was removed and a 31mm amulet and a amulet steerable sheath was attempted to achieve better coaxially. Despite of the complex anatomy with limited depth, the device was successfully released using the semi-sandwich technique with no more leak between the lobe and the coumadin ridge. The lobe was 2/3 behind the cx and passed the stability test. The close criteria and tension test were successfully met during implant. On (B)(6) 2025, a follow up tte was performed and showed that the device had shifted within the intended site. The device was noted to be stable and further follow-ups will be performed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for implant in a contractile chicken wing anatomy with limited depth. During the procedure, upon the first deployment, a leak was noticed between the lobe and the coumadin ridge so the device was partially recaptured and repositioned twice but there was still a leak. Lack of compression on some of the tee images may have indicated that the device was too small. The device was removed and a 31mm amulet and a amulet steerable sheath was attempted to achieve better coaxially. Despite of the complex anatomy with limited depth, the device was successfully released using the semi-sandwich technique with no more leak between the lobe and the coumadin ridge. The lobe was 2/3 behind the cx and passed the stability test. The close criteria and tension test were successfully met during implant. On (B)(6) 2025, a follow up tte was performed and showed that the device had shifted within the intended site. The device was noted to be stable and further follow-ups will be performed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.